Event description:
It was reported that a patient underwent an unspecified cardiac procedure on (B)(6) 2023 and suture was used. The needle had a clean snapped from the thread. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - please confirm the number of needles that "clean snapped from the thread" during this single procedure. - when did the needle detach/pull off from the suture (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify for each involved device. - were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2023-08335.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested and the following was obtained: it was a single needle that detached whilst in use on the patient. He didn¿t make me aware of any impact to the patient, it just meant they opened another one and restarted the anastomosis. No further information provided.